Event description:
It was reported that during a prostate procedure, the first fiber cap detached at 80,000 j. The second fiber cap detached at 80,507 j. Reportedly, both caps detached outside the patient. A third fiber was used to complete the case at 146,890 j. Patient outcome: "no patient injury." This report is for the first fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber. Fiber analysis: the glass cup is detached. The fiber is broken distal to fusion zone. The glass cap has not been returned with the product. There is minimal detritus noted on metal cap surfaces. The metal cap shows minimal signs of overheating. The glue heated to the point of burning causing the glass cap/fiber to become loose within the metal cap and (become) detached. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure. Ref: MFR 2937094-2013-00148.